Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'beeps air in line when there was not' which was reproduced as air in line alarms. A review of the event history log identified air in line messages. The reported condition was verified. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false air in line. There was no patient involvement. No additional information is available.